Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator did not have any flow and there was a "motor fault" message in the upper right banner. There was no patient involvement associated with this issue.

Manufacturer narrative:
A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found a "motor fault" on the ventilator. The fsr replaced the power supply and performed the user verification test and operational verification procedure. The device meets manufacturer's specifications.